Event description:
The customer reported that during a laparoscopic colon procedure, a piece of the active waveguide disengaged and fell into the pt cavity. The piece was retrieved by the surgical staff. The surgeon used another type of device to complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.